Event description:
The customer stated that error code #1206 (assay (folate) number (71) calibration failure, concentration to high for cal a) and error code #1120 (assay (folate) number (71) calibration failure. Fit responses too low for cal a) generated upon operation of the architect i2000sr analyzer. There was no impact to pt management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.